Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the screw, a discoloration was found on the inner package. An alternate screw was used.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. Products were returned; the visual inspection found no issues, as the device was within specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined, as the event was not substantiated. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.